Event description:
A hemodialysis nurse reported that air entrainment had occurred during the treatment of a patient. The nurse was able to remove the air with no effect to the patient. The patient was able to complete hemodialysis and there was no blood loss.

Manufacturer narrative:
There was no adverse event associated with this reported entrainment. A supplemental report will be submitted upon completion of plant's investigation.